Event description:
Procedure: roux-en-y. According to the reporter: post op staple line bleed on pouch requiring reoperation to control bleed. This resulted in an extended hospital stay of one day. Reinforcement material was not used in conjunction with the stapling device. The pt was released from the hosp.

Manufacturer narrative:
(B)(4).